Event description:
It was reported that this pacemaker system exhibited a suspected undersensing for its right atrial (ra) lead. Technical services (ts) was consulted and discussed the available data, with pacemaker mediated tachycardia (pmt) noted, which was successfully terminated by the devices algorithm. This device remains in service. No adverse patient effects were reported.